Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the objective prism fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective prism. In addition, we confirmed that the objective prism cloudy (not clear view), the lcb distal cover glass cracked, the operation channel cut, and the lg air/water socket cylinder dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).